Event description:
The mother has stated the trigger handle has broke of the tilt handle. The mother stated that the chair is in the upright position. She also stated that her daughter did not suffer any injuries.